Event description:
Daughter's bedwetting alarm overheated and got very hot. The heat made the alarm case melt and batteries to explode inside the alarm. The batteries leaked on to her neck and she has been burnt.